Manufacturer narrative:
Pt info: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -10.00 diopter, in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting, angle closure and elevated intraocular pressure (iop). The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was other (white to white measurement).